Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 7090129/7087774.

Event description:
It was reported that the patient had an infection at the incision site. The infection was not device related. The patient underwent a full system explant procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.